Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a cracked lens. During inspection and evaluation, the image guide coil/snake tube coating peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on connecting tube, water tightness is lost, due to a pinhole on channel tube, water tightness is lost, adhesive on bending section cover has a crack and chip, connecting tube has a wrinkle, due to wear of angle wire, bending angle in up direction does not meet specification, light guide bundle is slipping down, light guide lens has a chip, control unit is sticky due to water leakage, up/down plate is sticky, image guide bundle has a stain, connecting tube has a dent, control unit is sticky due to water leakage, eyepiece has a scratch, and indication on light guide connector is unclear. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can prevented by following the instructions for use which state: "1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.